Event description:
Bleeding lower left side of my lip [lip haemorrhage]. Cut lower left side of my lip [lip injury]. Brush head is coming off and popped off - toothbrush [device breakage]. Brush head has become loose [device physical property issue]. Product counterfeit [product counterfeit]. Consumer called and stated that the brush head was coming off; it popped off and had become loose within the past several months. No serious injury was reported.

Manufacturer narrative:
19-feb-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding lower left side of my lip [lip haemorrhage]. Cut lower left side of my lip [lip injury]. Brush head is coming off and popped off - toothbrush [device breakage]. Brush head has become loose [device physical property issue]. Consumer called and stated that the brush head was coming off; it popped off and had become loose within the past several months. No serious injury was reported.